Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). After additional information was received on sep 17, 2019, it was determined that this event no longer meet the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR - 0001038806 - 2019 - 01044 submitted on sep 6, 2019 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event. B4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Lack of primary stability (unable to place implant into osteotomy): a summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Patient identifier: unknown. Weight: unknown.

Event description:
It was reported that the doctor was unable to place implant into osteotomy.